Event description:
This pt's implant began to function intermittently and to generate a "humming sound" in april 2004. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.